Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the stent could not be opened, but the middle section opened normally. Repeated attempts failed to change the result. The surgery was completed after the stent was replaced. The pipeline was not positioned in a bend, less than 50% of the pipeline had been deployed when it failed to open. It was resheathed "ess than or equal to 2 times." No additional steps or other devices were required to open the pipeline. It was removed from the patient, resheathed and removed with the microcatheter. During the stent replacement process, the stent could not be withdrawn from the catheter. The catheter and stent were replaced to complete the surgery. Resistance occurred in the distal section of the catheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an indication that is approved and the pipeline and any accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured left ophthalmic artery and cavernous sinus aneurysm with a max diameter of 3mm and a 1mm neck diameter. Landing zone was 4.3mm distally and 4.9mm proximally. Access vessel was the femoral artery and it had a 9mm diameter. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet treatment was administered. Angiographic result post procedure was no effect.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) as found condition: the pipeline flex shield was returned stuck inside the marksman catheter, within the inner pouch, a bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 20.6cm to 29.3cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was normal and the pipeline flex shield was not deployed in the vessel bend, ruling out vessel tortuosity and user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield was returned stuck inside the marksman catheter. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes a lack of continuous flush with heparinized saline during the procedure. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.